Event description:
During cardiac surgery, physician attempted to place an iabp catheter into pts left groin. The guide wire was placed with some resistance. The introducer was placed over wire but was unable to be advanced due to more resistance. Second, introducer was tried but met with severe resistance. Guidewire was then withdrawn with moderate resistance and appeared to have "unraveled" with outer wrapping separated from inner wire. Approx. 5cm portion of guidewire tip was dissected from groin. Pt appears in stable condition.